Event description:
A falsely elevated aptt clotting time result was reported on a patient sample. The sample was repeated two hours later and a lower result was obtained. The patient was treated on the basis of the initially elevated result: the patient's heparin dosage was stopped. The heparin dosage was re-adjusted ((heparin treatment reinstituted) on the basis of the subsequent reports. There is no report of adverse outcome to the patient as a result of the falsely elevated result and treatment.

Manufacturer narrative:
The cause of the falsely elevated aptt result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.